Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system, exhibited pacing impedance values greater than 2000 ohms. Stored electrograms (egms) showed noise/oversensing on the rv channel, which can be common with a lead connection issue or conductor fracture. There was no observation of pacing inhibition greater than 2 seconds of asystole. The duration of the noise was short, and this patient was noted as having an underlying rhythm. It has been suggested that a high resolution x-ray be performed to evaluate set screw positions, and proper lead insertion. Subsequently, additional information was received that a rv lead revision procedure took place. The is-1 pin was reinserted, and all measurements were within normal range. There were no allegations against the boston scientific products, and no adverse patient effects were reported.

Manufacturer narrative:
This device and lead remain in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.